Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information could be obtained. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg failed to charge that causes pocket site pain. The patient was prescribed oxycodone to assist with pain control. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patients ipg failed to charge that causes pocket site pain. The patient was prescribed oxycodone to assist with pain control. The patient will undergo an ipg revision procedure.